Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn(B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer wanted to know why he was getting this error code 600.6835. Failure device type: failure problem type: failure mode: case resolution: transfer network config, replace wireless card\ I explain to the customer that the probably cause: software issue if you can load the default network figuration. If this error is seen, the wireless network card has faulted out. This error most commonly see on a abgn network card. This happens when upgrading software and abgn card at the same time. I also explained to the customer that if upgrading software and abgn card at the same time flash the unit first prior to installing abgn card. The customer said ok and the call was ended.